Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Traces of blood were observed on the tool handle. Small amount of charred tissues were observed on the jaws. The silicone insulation on the jaws appear intact without crack nor peeling. On microscopic inspection, the heater wire on the hot jaw was observed to be bent and slightly twisted and detached from the tip but remained attached at the base. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "peeled jaw" was not confirmed. The analyzed failure mode "bent wire" was confirmed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. While inserting the hemopro through the vasoview cannula, a strip of plastic came off the hemopro jaws and landed in patient leg. Harvester was able to retrieve plastic piece, a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. While inserting the hemopro through the vasoview cannula, a strip of plastic came off the hemopro jaws and landed in patient leg. Harvester was able to retrieve plastic piece, a replacement device was used to complete the procedure. The hospital did not report any patient effects.